Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by health care provider that the customer was in the emergency room and has experienced high blood glucose. Also, the customer needed additional infusion sets. The customer's blood glucose was 1320mg/dl.